Manufacturer narrative:
Seven (7) devices were received for evaluation. The containers were inspected in a lighted inspection booth via the tyndall illumination to aid in the observation of visible particulates. The particles were consistent with a particle caused by a gouge on the side of the medication port tube (needle strike). The reported condition was verified. The cause of the condition was due to multiple needle strikes. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, seven (7) intravia containers were observed to have particulate inside the fluid pathway. There was no patient involvement. No additional information is available.